Event description:
It was reported that the catheter had "sheared". The suspected area had shown up on a dye study; the date of the dye study was not reported. Due to the pt's age the hcp was planning to wean the pt off the med and was "probably not going to replace the catheter". The pt experienced a return of pain. The pump was used to deliver sufenta. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).